Event description:
The initial reporter stated that the pump was not alarming up occlusion as expected. They stated it failed to alarm. Mmdg followed up with the initial reporter who stated that the complaint had occurred during testing and had not had any effect on a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump pcb board had failed, which caused the upstream occlusion alarm to fail. The pump was serviced to correct the issue.